Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: removal of instrumentation, l4-s1. Exploration and fusion, l4-s1. Posterolateral fusion, l2-l4. Posterior segmental spinal instrumentation using spinal instrumentation, 5.5 millimeter rods from l2-l3, l3-l4, l4-l5, and l5-s1. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix; for pre-op diagnosis of: lumbar spondylosis, adjacent level, with stenosis and retrolisthesis l2-l3, l3-l4, status post spinal fusion from l4-s1. Per-op notes: "a longitudinal midline incision was then made from l2-s1. At this juncture we proceeded in doing a posterolateral fusion and not pursuing a transforaminal interbody fusion since we had good bony surface for fusion at the fusion mass bilaterally, opted the transverse process of l2 and also some bony surface in the facet joints. We did a fusion by applying a combination of rhbmp-2/acs, autologous local bone harvested from the decompression, and also demineralized bony matrix. The patient tolerated the procedure well. There were no complications noted." On (B)(6) 2013, patient underwent following procedure: anterior discectomy, l2-l3 and l3-l4. Anterior interbody fusion, l2-l3 and l3-l4. Interbody instrumentation using novell cage l2-l3 and l3-l4. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bone matrix; for pre-op diagnosis of: lumbar spondylosis status post spinal fusion, l2-s1 with pseudoarthrosis l2-l3 and l3-l4. Per-op notes: "the approach was a left-sided retroperitoneal approach and following exposure of the disc space at l2-l3 and l3-l4, intraoperative x-rays were taken. We then decorticated the bony endplates and were able to harvest a copious amount of autologous local bone from the decortication. Then filled the appropriate size cages with autologous local bone, rhbmp-2/acs and demineralized bony matrix. We then inserted the cage into the disc space after confirmation of the sites using trials. The size of the cages were 12 millimeters in anterior height with a lordotic angle of 12 degrees and a medium footprint. Cage went in, in a very stable manner in the ideal position within the interspaces of l3-l4 and l4-l5. Additional bone graft was placed on the left anterolateral aspect with a combination of demineralized bony matrix, and also autologous local bone. The patient tolerated the procedure well. There were no complications noted."